Manufacturer narrative:
His product is manufactured in the u.s. But not marketed in the u.s.. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -07.50/+5.0/090 diopter in the patient's left eye on (B)(6) 2015. The patient experienced vision discomfort, glares/haloes, and blurred vision.

Manufacturer narrative:
Work order search: no similar complaints were reported for units within the same lot. The correct date of implantation is (B)(6) 2015. (B)(4).